Event description:
The cordless driver was sent for eval because it left metal shavings in the sterile field prior to a procedure. There was no pt involvement; no adverse consequence was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.